Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center image was black and white. The issue was found during reprocessing, and the intended procedure was completed with a similar device. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of image was black and white was not confirmed. Additionally, the customer's non-reportable allegation of indicator light on the front panel was always on could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.